Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report that a female patient was treated with coolsculpting on (B)(6) 2019, in the upper abdomen using cooladvantage+ and coolcurve+ contour applicators, on (B)(6) 2019, in the bra fat area using cooladvantage petite curve and coolcore applicators, on (B)(6) 2019 in the upper abdomen using cooladvantage+ and coolcurve+ contour applicators, on (B)(6) 2019, in the upper flanks using cooladvantage and coolcore+ applicators, and on (B)(6) 2019, in the bra fat area using cooladvantage petite curve and coolcore applicators. In (B)(6) 2019, the patient noticed tissue felt more firm in the treated areas but not painful. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report that a female patient was treated with coolsculpting on (B)(6) 2019 in the upper abdomen using cooladvantage+ and coolcurve+ contour applicators, on (B)(6) 2019 in the bra fat area using cooladvantage petite curve and coolcore applicators, on (B)(6) 2019 in the upper abdomen using cooladvantage+ and coolcurve+ contour applicators, on (B)(6) 2019 in the upper flanks using cooladvantage and coolcore+ applicators, and on (B)(6) 2019 in the bra fat area using cooladvantage petite curve and coolcore applicators. In (B)(6) 2019, the patient noticed tissue felt more firm in the treated areas but not painful. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia (pah).